Event description:
Sometime in (B)(6) I stopped using the arctic ease cryotherapy wraps, upon doing so, 2 weeks later my legs went completely cold and slightly numb. This freaked me out and I began to ask what is in this product that we claim to be: safe, non-toxic, no menthol, no harmful side effects, biodegradable, "green", food grade safe, and no alcohol. This led to me doing a search in which I found the patent which contains several toxic chemicals, pesticide, and anesthetics. The patent is both registered in the (B)(6) and has an international patent as well. (B)(4). I was told we where a class 1 medical device and it was nothing more than a mere bandage which is far from the truth. According to the FDA site: labeled use as a pack hot and cold reusable product code: ime-cold pak which gave arctic ease 510k exemption. I believe (B)(6) purposely concealed info from the FDA. Registered establishment number (B)(4) is not a hot cold pak. The definition of a cold pak would imply that the chemical substance that produces the cold or heat was concealed inside of some sort of plastic packing or "filled" on some sort packaging, thus eliminating the chemical properties of the substances from having direct contact with ones skin. Arctic ease does not comply with this. Arctic ease is a cold compression wrap with the chemical substance that produces the cold on the outside of a piece of cloth or spandex type of material where the chemical properties have direct access to the users skin to be absorbed into the body and or blood stream through direct contact. Arctic ease highly promote the use of direct skin contact with potentially dangerous toxins that can be not only hazardous to our health but some of the properties used can have mutagenic effects as well. This product is not in compliance with how it was presented to the FDA. Arctic ease is not a cold pak and they actually highly speak against the use of cold paks. This product is highly mislabeled and under classified according to the regulations of a 'cold pak'. If you look at the patent number (B)(4) you will find that arctic ease, llc - also known as summetria- also uses menthol and in section 0080 of the patent the use of anesthetics like lidocaine, lanacane, dibucaine, oxybuprocaine, pramoxine, proparacaine, proxymetacaine or other topical anesthetics may be used. These topical anesthetics may aid in itching, deaden nerve endings in the skin and can provide local pain relief. If this is so, they are not promoting the use of these products nor is the public aware they are exposed to such things. It is clear in section 0099 of the patent that an antimicrobial agent such as suttocide a 50% - a pesticide requiring the label of warning on the front panel that they do not comply with- is used. I was told the antimicrobial properties built aid were to aid in the non spreading infections from repeated use. Thus leaving the buyers and consumers to believe they are using it to prevent against infections. In section 0079 & 0094, the patent speaks about using menthol the packaging and sales material states "no menthol". The product itself is a pva/pvp or pva substrate treated with such chemicals such as hydrofluoric acid, glyoxal ureas, tackifiers, boric acid, flame retardants, edta, propylene glycol- damage to central nervous system, mutagenic, teratogenic, toxic, absorbed through skin. Ethylene glycol- severe over exposure can result in death. Mutagenics effects, toxic diethylene glycol-hazardous in case of skin contact, toxic to the blood, kidneys, the nervous system, liver. Repeated or prolonged exposure can produce target organs damage. Degradation of product is toxic. Dibutyl phthalate- may be toxic to the kidney, the central nervous system, liver. Prolonged exposure can produce target organ damage. Boric acid- development toxicity- classified reproductive system/toxin/female, reproductive system/ toxin/male [possible]. The substance may be toxic to kidneys, cardiovascular system, central nervous system -cns-. Repeated or prolonged exposure to the substance can product target organ damage. Hydrofluoric acid- toxic, cardiac arrest once absorbed into the blood. These are just a few of possible ingredients listed in us patent (B)(4) owned by arctic ease, ll. How can this product be labeled, safe, non-toxic, and have direct skin contact with it's consumers both nationally and internationally without the public awareness of such dangers? Arctic ease is far from a cold pak, as all of the properties that exist in a cold pak are concealed from the consumer by an enclosed package whereas arctic ease properties are all directly applied to the skin of the consumers in which results in an high absorption rate through the pores as they promote long use of over 4 hours and even sleeping in the product over night. Considering my repeated use prior to me stopping, it took 2 weeks for the symptoms from using this product to appear. Arctic ease not only mis represented the product to the FDA but I also believe that the product is misleading the public by not mentioning the above factors. Especially since they promote to everyone and have on the packaging "no-menthol" "safe" "non-toxic" and "no harmful side effects". Arctic ease also makes claims that it is a FDA regulated product in public and on the website. Dates of use: (B)(6) 2011.